Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No audio/beep anomaly noted. Unable to confirm unexpected alarm and unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart (a21) and there is a crack in the area where insulin and battery is loaded. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the alarm occurred two weeks ago, since (B)(6) 2017 and she has been giving her injections. Troubleshoot determine that the pump should be replaced. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.